Manufacturer narrative:
H.6. Investigation: bd received one samples and 6 photos for investigation. The photos and sample were reviewed and the customer¿s indicated failure mode for sleeve side piercing/ recovery was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for sleeve side piercing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues. This complaint has been confirmed for the indicated failure mode sleeve side piercing. Bd determined that the root cause of the indicated failure mode was attributed to incorrect placement of hub during cannula and hub assembly. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when inserting a tube into a holder, the hcp saw a small amount of blood leaking into the holder."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when inserting a tube into a holder, the hcp saw a small amount of blood leaking into the holder."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.